Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (11.0mm/8.0mm protection sleeve 153mm part number 357.386, lot number 5048554). The 357.386 lot number 5048554 11.0mm/8.0mm protection sleeve was returned and reported to have caused the screw to miss the nail locking hole. This complaint condition was likely caused by pressure from soft tissue or another complication during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test and drawing review were performed as part of this investigation. This complaint is unconfirmed. The 314.75 hexagonal screwdriver, 357.411 insertion handle, 357.386 11.0mm/8.0mm protection sleeve, 357.372 helical blade inserter, 357.366 aiming arm, 357.377 helical blade coupling screw, 357.389 drill sleeve are instruments routinely used in the titanium trochanteric fixation nail system technique guide. The 357.386 protection sleeve, 357.411 insertion handle, and 357.366 aiming arm were returned and reported to have caused the screw to miss the nail locking hole. This condition is unconfirmed; when assembled with known good nail test sample (456.315 lot 6700338) the devices target the nail locking hole properly. It is likely that pressure from soft tissue or another complication during surgery led to this complaint condition. The protection sleeve was manufactured in 10/2005 and is over eleven years old. The aiming arm was manufactured in 10/2004 and is over twelve years old. The insertion handle was manufactured in 10/2003 and is over thirteen years old. The balance of each of the returned devices is in fairly worn condition consistent with over a decade of use. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned 357.411 handle, 357.386 sleeve, 357.366 aiming arm, and 357.389 sleeve does not agree with the complaint description. The complaint condition for these devices cannot be replicated. All measurements have been performed by calipers. One mrr was generated for an oversized outer shaft for the 357.386 protection sleeve. This is not relevant to the complaint condition as the device properly mates with the other targeting devices. Additionally, a slightly oversized feature would not fundamentally change the angular alignment of the targeting devices. Another mrr was generated for uneven finish and nicks and scratches for the 357.386 protection sleeve. This is not relevant to the complaint condition as superficial aesthetic characteristics would have no bearing on the functional efficacy of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: oct 20, 2005. The review showed that one mrr was generated for oversize; 27 of 37 parts were reworked. Another mrr was generated for uneven finish and nicks and scratches on 10 parts; all were reworked. These nonconfirmances are not relevant to the complaint issue and have no relationship to misalignment. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during an intramedullary nailing procedure of the hip using the trochanteric fixation nail (tfn) system, the aiming devices failed to align with the proper location causing the screw to miss the hole. While using the helical blade inserter the cap screw came off and is missing. Also, the helical blade coupling screw recess was damaged by hitting it with a mallet making it hard for the screwdriver to go in. The screwdriver was rounded off in the process due to difficult screw insertion. The surgeon was able to insert the screw in its proper place by free hand drilling. The case was successfully completed with no reported patient harm. There was a ten (10) minute surgical delay due to the reported events. This report is 4 of 5 for (B)(4).